Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported complaint and replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has not received the iesu involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the monopolar and bipolar energy could not be activated after error u-04 on the integrated electrosurgical unit (iesu). The customer received phone assistance from the technical support engineer (tse). The tse confirmed error u-04 in the logs indicating out of memory issue. The customer power cycled the iesu, but the issue was not resolved. The customer used a force triad (ft10) generator to continue with the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. The iesu initially powered on without errors. The procedure was completed with da vinci system by using ft10 generator.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was returned for failure analysis and the reported failure (monopolar and bipolar could not be activated after an error) was confirmed and reproduced. The iesu was placed on an in-house system and was run in normal mode. On the monopolar soft coag activation, the unit displayed an m-b0-60 error.